Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR was advised that a pump exchange from one lvad to another lvad took place. Additional info was received by the MFR the following day advising that the exchange took place because of suspicions of thrombus due to high lactate dehydrogenase (ldh) levels and dark colored urine. The pt had been on integrillin gtt with temporary improvement, but once off the gtt, the symptoms returned.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.